Event description:
A peritoneal dialysis patient has reported that solution leaked out of a hole in the tubing connected to the heater bag. The solution leaked onto the cart and under the cycler all over the floor. Patient was in drain 1 at the time. Patient states no ill effects or antibiotics taken, effluent has remained clear. The sample was discarded and not available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.